Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 180 mg/dl, 163 mg/dl, 412 mg/dl (aviva connect 1), 171 mg/dl, 170 mg/dl, 163 mg/dl, and 535 mg/dl (aviva connect 2). Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.